Event description:
It was reported that the device was used during a low anterior resection. The device would not cut the tissue. The surgeon hand sutured to complete the case. The pt developed post operative leakage that was managed by conservative treatment.